Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer.

Event description:
Customer reported via phone call that o-ring at the reservoir compartment broke off. Customer¿s blood glucose level was 129 mg/dl at the time of incident. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.